Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate electric shocks due to oversensing, noise and low amplitude. Reprogramming efforts were performed, however, inappropriate electric shocks were still observed. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.